Manufacturer narrative:
Investigation summary: customer returned a photo of a poly bag of 1cc syringes. Customer states that there was a needle stick, the cap was off, and the needle was bent. The photos were examined and exhibited one syringe with the shield off of the syringe, exposing the cannula which could lead to a needle stick, and a bent cannula. A review of the device history record was completed for batch # 8351722. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05sep2019, holdrege received photos of 1.0ml, 30g, 8mm syringes in an open polybag from lot #8351722. Visual inspection found (1) syringe with the shield removed and an exposed cannula outside of the polybag. Cannula was still attached and bent approximately at a 15 degree angle. Unable to determine the full condition of the polybag in the picture provided due to partial view. Unable to determine the carton condition as it is not pictured or described in the verbatim. Review of the quality notifications and maintenance dispatches found no issues related to this complaint. The autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate amount of bags of syringes into the carton. The cartons are closed before being placed on the outfeed conveyor. Unable to determine the root cause of the shield separating from the barrel inside the polybag. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 10bag 500 ca experienced a breach in sterility which was noted during use. The following information was provided by the initial reporter: material no. 320469 batch no. 8351722 expiration date-2024-01-31. Verbatim: from phone call: consumer returned call. Did not seek medical attention. Sample discarded. Poly bag was un opened. Item# 320469 lot# 8351722. Incident date-(B)(6) 2019 occurence-1 verbatim from email: I bought 2 packs of bd 1ml 8mm 30gauge needles and the pharmacist placed it in the paper bag. When I got home and reached in to take out the needles one of the needles had the cap off and was bent and it jabbed me in the hand.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0 ml 30ga 8 mm 10bag 500 ca experienced a breach in sterility which was noted during use. The following information was provided by the initial reporter: material no. 320469, batch no. 8351722, expiration date-2024-01-31. Verbatim: from phone call: consumer returned call. Did not seek medical attention. Sample discarded. Poly bag was un opened. Item# 320469. Lot# 8351722. Incident date (B)(6) 2019. Occurence-1. Verbatim from email: I bought 2 packs of bd 1 ml 8 mm 30 gauge needles and the pharmacist placed it in the paper bag. When I got home and reached in to take out the needles one of the needles had the cap off and was bent and it jabbed me in the hand.